Event description:
Technician alleged that the brake caster broke off of the bed during transport. Bed was in the warehouse, no injury reported.

Manufacturer narrative:
The technique replaced the brake caster to resolve the issue.